Event description:
It was reported that the ilet pump would not charge on the inductive charging pad despite the charger powering another device, with the device case removed and alternative outlets tried, consistent with an energy storage system problem involving the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge and associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.